Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for ?no disposable pump will not run'. The alarm was silenced but troubleshooting was not performed. The pump was powered off and the patient was to present to the clinic. The rate was 2.2ml/hour, reservoir volume 14.7ml, and 85.30ml given. Per the reporter, there were no patient adverse effects.